Manufacturer narrative:
Event site full name: (B)(6). The device has been returned on 19aug2022. Complaint record ID # (B)(4).

Event description:
It was reported that after approximately 24 hours of intra-aortic balloon (iab) therapy, the console generated an alarm. It was then noted that an iab rupture had occurred. There was no reported injury or adverse event to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter. A portion of the extracorporeal tubing was cut from the iab and not returned. The pressure and extender tubing were also returned. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 27.7cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no other leaks were detected. The break found in the inner lumen appears to have been the result of a severe kink, which eventually failed causing the reported alarm. It is difficult to determine when the break occurred but it is possibly a result of patient movement during the procedure. We were unable to confirm a leak in the balloon. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #: (B)(4).

Event description:
N/a.